Manufacturer narrative:
The associated complaint device was not returned. The photo provided could not confirm the stated failure. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery, peg broke inside patient. Surgeon was able to extract it with tweesers. Used a second instrument to resume surgery. Delay from 30 minutes to 1 hour reported.